Event description:
On (B)(4) 2013 it was discovered that the generator had been returned to the manufacturer at settings indicative of a faulted system diagnostics test; output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. The patient had undergone battery replacement surgery on (B)(6) 2012 due to prophylactic reasons. Review of the patient's programming history revealed that on (B)(6) 2012 the patient was interrogated and was at settings of output=2.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=2.5ma/magnet pulse width=500usec/magnet on time=60sec. Two system diagnostics tests were performed afterwards that faulted. No final interrogation was performed to ensure that the settings had not changed as a result of these faulted system diagnostics tests. This is likely the cause of the patient's generator being at settings indicative of a faulted system diagnostics test when it was returned for product analysis.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 the physician reported his programming system information but did not provide any additional programming history.